Manufacturer narrative:
B3: is an estimated date based on information provided. H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: significant glare and/or halos, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced dissatisfaction and glares. The lens was explanted and the problem was resolved.